Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that she was unable to connect to the ins or charge it due to ¿lack of care.¿ the patient had travelled out of town to care for a sick family member. The patient had not charged the ins for about 3 months. The patient was unable to sync with the ins using the patient programmer (pp) back in (B)(6) 2017. The patient was unable to charge the ins in early (B)(6) 2018. The patient wasn't able to communicate with the recharger. Additional information was received from the patient on (B)(6) 2018. The patient reported that they met with a manufacturer¿s representative (rep) at the hospital and they instructed her what to do with her device when she returned home. The patient reported that she had a death and accumulating circumstances that hindered her from charging her unit from the main wall charger. The patient reported that the issue wasn't resolved as of (B)(6) 2018; she was still seeing and consulting with the rep. Additional information was received from the patient via a rep on (B)(6) 2018. The rep reported that the patient had a lot of personal loss in her family and didn't use the ins for ¿months¿ she said. The rep would do a trickle charge. The rep asked the patient if she had ever done this before and she didn't know. The rep they would do a trickle charge, several attempts and they hoped to get it back up and running. The issue wasn't resolved. The rep reported that the issue would be monitored over the next week and stated they would know more on (B)(6) 2018. Additional information was received from the rep on (B)(6) 2018. The rep reported that the issue had been resolved. The patient¿s ins was replaced on (B)(6) 2018. The rep reported that the patient was doing great. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the account elected to explant the device and not send it back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.